Manufacturer narrative:
Medwatch number: (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a bronchoscopy with debridement procedure performed on (B)(6) 2016. According to the complainant, the gold probe tip was detached and was found on the biopsy cap. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a bronchoscopy with debridement procedure performed on (B)(6) 2016. According to the complainant, the gold probe tip was detached and was found on the biopsy cap. Additional information received on december 05, 2016 confirming that the gold probe was used in the lungs.

Manufacturer narrative:
Investigation results: visual evaluation of the of the returned ceramic distal tip showed evidence that electrical wires were correctly place on each gold band. The reported event of distal tip detached was confirmed. As specified in the dfu, the gp devices are indicated for ¿use in transendoscopic electrohemostasis of visible bleeding and non-bleeding sites in the gastrointestinal tract including the esophagus, stomach, duodenum, and colon.¿ it was reported that the device was used in the lungs. Therefore the most probable root cause is use/user error. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and there is information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a bronchoscopy with debridement procedure performed on (B)(6) 2016. According to the complainant, the gold probe tip was detached and was found on the biopsy cap. Additional information received on december 05, 2016 confirming that the gold probe was used in the lungs. The investigation found the distal tip of the gold probe was detached, this is now deemed an MDR reportable event.